Event description:
Sample handler failed to aspirate sample in positons ai, b5, b8, b11, b12, c6 and c12 and did not give an error message during a heap;titis assay. A co field svc engineer was dispatched to evaluate the instument. No death or serious injury was associated with this event.